Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). UDI #:(B)(4). The device history record for zimmer electric dermatome serial number 208197 was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a dermatome required repair. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the device on 21 august 2019 noted that the motor was running erratically and that the thickness adjustment lever was rough to adjust. Repair of the dermatome occurred the same day and involved readjusting the spring seal to allow the motor to move more smoothly as well as replacing the thickness control lever and vespel and semi-circle bearings to make the lever easier to use. The technician then tested and verified that the device was functioning, then returned the dermatome to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the spring seal needed adjusted to allow the motor to run properly and that the thickness control lever was rough to adjust, it cannot be determined from the information provided as to what caused the spring seal to move and the component associated with the control lever and control bar to break down such that these failures occurred. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device needed repair. The event occurred before surgery and included no harm and no delay. Upon investigation, it was discovered that the motor was running erratically. No adverse events have been reported as a result of this malfunction.